Event description:
It was reported via repair work order that the bed would not stay in brake mode due to a worn pendant and also when fowler up buttom on siderail or footboard is pushed, bed would go from brake to drive. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.